Event description:
A caller reported a malfunction on their tandem pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, resolving the issue, and was advised to report any recurring malfunctions. The customer acknowledged and understood the instructions provided.